Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from october 08, 2020 - october 09, 2020. H10: two (2) actual samples were received for evaluation. The units were filled with fluid by the customer. Visual inspection was performed using the naked eye which observed a cut located on a segment of the tubing line from the two units. The reported condition was verified in the two units. The cause of the condition could not be determined; however, the most probable cause was due to how the product was being handled when the product was removed from the packaging; for example, if a box cutter was used to cut open the carton box (product package). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) ce intermates sv (small volume) 200 ml were damaged (hole/ slice). This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.